Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation findings of catheter guide break and pull wire break. Block h11: the naviflex delivery system was received for analysis. Visual examination of the returned device found the guide catheter detached, and the pull wire detached and kinked. No other damages were noted to the delivery system. Product analysis did not confirm the reported event of device difficult to set up or prepare as this event happened during the procedure and it is not possible to be replicated in the laboratory of analysis. The investigation concluded that the additional observed damages of catheter guide break, pull wire break and pull wire kinked were most likely due to procedural factors as handling of the device and the technique used by the physician (force applied). Therefore, the most probable cause of the reported event and additional observed damages is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted in the bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed (B)(6) 2025. It was reported that there were defects connecting the naviflex delivery system with the advanix stent. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the guide catheter and pull wire were broken. Please see block h11 for the full investigation details.